Event description:
Droop is on right [facial paralysis], bruising/bruising present on r oral commissure area/most likely to just be bruising [injection site bruising], swelling [injection site swelling], asymmetry in smile on right side [facial asymmetry], rha redensity in lips [off label use]. Case narrative: united states report received from a health care professional via company representative on 26-sep-2025 and refers to a female patient of unknown age who had received rha redensity on (B)(6) 2025 for unknown indication. Concomitant medications, and food supplements were not provided. The patient's concurrent medical history included left-sided bell's palsy and had residual effects of that at baseline. 1 syringe of rha redensity was applied at around lips and perioral lines via needle and cannula injection technique. A 23g cannula was used around the lips, and a 31g needle was used in the body of the lips for product administration. Lot# and expiry date not provided. On an unknown date in (B)(6) 2025, the patient experienced bruising on right oral commissure area. The hcp was initially concerned about vascular occlusion (vo). On (B)(6) 2025 (2 days after treatment), the hcp assessed the patient and the area of concern, and found good capillary refill, no pain, and no additional signs of vascular occlusion. The patient had a drooping on the right side. Per the hcp, both upper and lower nerve blocks had been performed, so the observed effect could have been a side effect of the procedure. The hcp noted that the patient appeared to be slightly overreacting. There was a mild decrease in the ability to upturn the right corner of her mouth, which the hcp believed was likely due to bruising, swelling, and the filler. The patient was advised to continue icing the affected area. The hcp determined it was most likely just bruising, as it was around the area of the pilot hole for the cannula. The patient was also complaining of asymmetry in the smile on the right side. The hcp thinks there was likely asymmetry at baseline, and any small changes may be due to swelling or addition of filler but may have been present at baseline. At the time of report, outcome of the events of facial droop, injection site bruising, injection site swelling, and facial asymmetry was unknown. The intensity of the events of facial droop, injection site bruising, injection site swelling, and facial asymmetry was not reported. It was unknown if the rha redensity product was available for return. Health effect: clinical code: e012209, facial paralysis. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: device code: a2304, off label use. No additional information was available at the time of this report. Company comment: a female patient of unknown age with a past medical history of left-sided bell¿s palsy and residual effects of that at baseline received 1 syringe of rha redensity in the lips and perioral lines via needle and cannula injection technique and reported noticing a ¿droop on the right¿ (pt: facial paralysis) 2 days after the treatment. Although the treating provider attributed this side effect to the upper and lower nerve block that was performed and to swelling/bruising post filler administration, the company¿s assessment was that the causal relationship between pt: facial paralysis and rha redensity cannot be excluded with confidence based on the temporal relationship. The company will continue monitoring the benefit-risk profile for the product.